Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab lead tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: prior to use of the angio-seal was a heart cath via 6 french procedure sheaths. There were no issues with arterial access, sheath, guidewire, or catheter insertion or issues with insertion, deployment, or withdrawal other than what was reported. A pre-deployment angiogram was performed. When deploying the angio-seal, anchor was set in the artery, physician pulled back to remove sheath and seal artery; however, the anchor was no longer attached to the suture. Collagen and suture were still present with the sheath; however, the anchor remained loose in the artery. Hemostasis was achieved by manual compression, and the patient was stable. Blood loss was less than 250cc. There was no disease present in the access site artery, and no additional pull force was used during deployment. Anchor was not left in the patient; an angiography was performed. No equipment or other devices were used with the angio-seal.